Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 09/14/2022 and placed into service on 06/08/2023 with the battery pack serial number (B)(6). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.